Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high"; specific value was not provided, nausea and vomiting. Reportedly, the customer was using fiasp within their pump supplies. Customer administered a bolus via the pump to address the issue and went to the emergency room on (B)(6) 2024. Customer declined troubleshooting with tandem technical support (tts) and declined to provide further information. Tts educated the customer regarding off-label insulin.